Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tube was defective during a thyroidectomy procedure. There was no patient impact or injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow-up, it was mentioned that the patient was for surgery with ionn. The beginning of the treatment, patient was intubated without a guide. It was in good position and correct ventilation. There was disturbance of ventilation-obstruction, silence over the lungs confirmed the correct position of the tube, the operation of the device however, when trying to suck the tube out of the light, the patient underwent re-intubation. The operation was performed to the end within the scope of one thyroid lobe. After pulmonary x-ray surgery - a normal decrease in oxygen saturation, but without affecting the patient's condition after surgery. After the surgery, the tube inspection-occluded as if the tube was stratified.